Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. Also olympus (B)(4) found that all indicators on the front panel lit up due to the failure of the electrical circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. One year or more has passed since the manufacture, and it is assumed that any of the boards or power supply units failed and no longer displayed images due to accidental failure of the parts. Or, it is inferred that a problem occurred due to temporary adhesion of water, dust, or other foreign matter to the electrical contact of the video connector receiver. If the electrical contact of the video connector receiver is unstable, it may affect the image transmission of the scope and the video processor, causing flickering of the image or loss of the image. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed. The subject procedure was cancelled. There was no report of patient injury associated with the event.